Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon.

Event description:
It was reported by the customer that "we were placing a PICC at tca and when the nurse pulled back the wire to trim it coiled up." Additional information received (B)(6) 2023: it was reported by the customer "part of the kit was used on the patient however when the nurse went to clip/trim the catheter to the proper length, she pulled the wire back which is when it coiled. She asked for another kit to be opened and utilized a new PICC catheter. No harm or delay to the patient." No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Based on a review of this information, the following was concluded: the complaint of a damaged stylet is confirmed and was determined to be use related. One 4 fr single lumen powerpicc solo catheter with a 3cg stylet inserted through a t-lock was returned for evaluation. An initial visual observation showed a portion of the stylet distal to the t-lock was curled tightly around itself. The stylet was also observed to be bent near its distal end. No breaks were observed in the returned stylet. The shape, location, and nature of the damage observed on the stylet, as well as the event description provided by the complainant and similarities observed during past attempts to replicate this failure mode, suggest the stylet was pulled against the luer hub or another hard surface during removal of the stylet resulting in the observed damage. This complaint will be recorded for future trending and monitoring purposes.

Event description:
Was reported by the customer that "we were placing a PICC at tca and when the nurse pulled back the wire to trim it coiled up." Additional information received 4/27/2023: it was reported by the customer "part of the kit was used on the patient however when the nurse went to clip/trim the catheter to the proper length, she pulled the wire back which is when it coiled. She asked for another kit to be opened and utilized a new PICC catheter. No harm or delay to the patient." No other information was provided.